Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/ lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
The primary surgery was performed via tha by using summit and pinnacle cup (date of surgery was unknown). It was reported that since the cup position had been getting steep (it was unknown what tilt angle the cup was at) after the tha surgery performed, the revision surgery was scheduled to be performed on (B)(6) 2019 by replacing the cup (p/n: unknown), the liner (p/n: unknown), the head (p/n: unknown).